Event description:
Customer reported that the insulin pump alarmed button error and stated that the keypad was unresponsive. Customer's blood glucose reading at the time of the call was 144 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the esc button did not respond due to corroded keypad trace. The device had cracked display window corner and cracked reservoir tube lip.